Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported xen®45 gts curled and during an attempt to straighten it via needling, it ended up being located completely in the subconjunctival space. The device remains implanted. A 2nd xen®45 gts was successfully placed in the right eye.